Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 476 mg/dl. Customer experienced diabetic ketoacidosis. Nurse performed and passed the displacement and high pressure test. Customer's alarm history showed no delivery alarm five times.